Event description:
There is not just one date associated with this. I have been experiencing off gassing from the resmed airsense 11 CPAP machine since the first day I began using it. I thought it would get better, but the chemical smell and taste lingers in my nose and mouth all day. The vocs emitted by this machine or some of its components is unacceptable and I believe is causing me harm. I have been getting headaches since I started using this machine. I am afraid of continued use causing me harm. I only continued using this because of compliance with insurance "(what a scam!)" And have been using it regularly for three months hoping the voc chemical smell would go away but it hasn't. I have cleaned everything properly so this is a problem with the machine not me; I am outraged that the FDA seems to cater to big business more than the citizens of our country.